Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the set cracked and leaked blood. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. The sample was visually evaluated, and it was noted there was a vertical crack on the green female l.l. Connector. The reported defect is not confirmed to be a manufacturing defect. Two extensive stress cracking tests were previously performed on house retain samples and no cracks or leakage was observed. All samples passed the tests performed. Incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.